Event description:
Allergan aesthetics received a report that a patient received a diamond glow treatment to the face and neck on (B)(6) 2025 using the ha5 hydro collagen serum and presented with an allergic reaction that started on jawline and spread to neck, face, and eyes.

Manufacturer narrative:
The diamond glow user manual states, "typical side effects include a scratchy, stinging sensation during the treatment and temporary tightness, redness or slight swelling after the treatment. Serious side effects are uncommon and unlikely. However, should your patient notice any of the following side effects, cease use immediately.

Manufacturer narrative:
Corrected data: upon further review of the reported event, it has been determined that the reported event of allergic reaction is not device related.

Event description:
Upon further review of the reported event, it has been determined that the allergic reaction is not device related.